Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to up to 280 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient was reportedly unsure whether the cannula was properly inserted during wear. As treatment, a manual injection was administered, and the pod was removed and replaced with a new pod, after which treatment resumed without issue.